Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of a remote transmission it was noted that the right ventricular (rv) lead exhibited a high threshold reading nineteen days prior. The rv threshold was within expected range at the time of the transmission. The rv lead remains in use. No patient complications have been reported as a result of this event.